Event description:
It was reported that this device delivered one round of anti-tachycardia pacing (atp) and one electric shock in two different episodes. It is suspected that this was inappropriate therapy. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.